Event description:
It was reported that a user on the second day of ilet pump use experienced a low blood glucose of 62 mg/dl without symptoms and contacted support to ask whether to announce a meal; the agent advised treating the low with oral glucose, returning to range, then eating and announcing the meal, and the user understood. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction reported, with the low attributed to early algorithm adaptation during initial pump use and an unclear precise cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.